Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to material allergy. No additional adverse patient effects were reported. The implanted lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.